Manufacturer narrative:
The lead was destroyed upon receipt of delivery. Both pieces of the lead were returned for analysis. The lead was severed 11 cm distal from the is-1 connector pin, likely by a scalpel. During lead analysis, lead insulation in the distal lead fragment was found to be damaged due to friction. This damage is highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Other damage is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 22 months the doctor reported that the patient was receiving inappropriate shocks. The patient had become tetraplegic in an auto accident in 2000 and the implantation was a secondary preventive measure and very difficult due to small veins from lacking muscle activity. The doctor attempted, multiple times, to use the old rv lead as a seldinger wire. X-ray imaging after the new lead was placed showed that the silhouette of the heart was very narrow. The suspicion is that the heart has moved forward and the shock coil is very close to the tricuspid valve.